Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was a user interface issue; unable to locate app icon. No relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined.